Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (low energy pulse during functionality testing) was confirmed. A review of device download data confirmed that the monitor delivered a monophasic pulse during incoming pulse testing at the distributor. The root cause investigation found that there is a remote possibility that tolerance stack-ups for four capacitors on the defibrillator pca and two capacitors on the computer/analog board may intermittently result in a monophasic defibrillation waveform rather than a biphasic waveform. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor delivered a low energy pulse during incoming functionality testing.